Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: through follow-up communication, it was learned that livanova tubing sets were used during the procedure. The reported 2 l/min flow was measured with a flow sensor positioned on the venous line downstream of the clamp; the observed flow varied between 1 and 2 l/min and exceeded the expected 1% tolerance, and the condition was reported as reproducible. The clamp was tested by a livanova field service engineer (fse), both with a spare control unit and via the essenz cockpit, with consistent results observed in both configurations, and subsequently the device was calibrated. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an essenz venous clamp which could allow high blood flow passage when occlusion was set to 1%. Reportedly, a flow of approximately 1¿2 l/min was present. The event occurred during procedure. There was no report of any patient injury.